Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin squirt through tubing during priming. The customer¿s blood glucose level was unknown at the time of the incident. The pump sound louder than usual during rewind process. Missing battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.